Event description:
The customer reported the image displayed did not match the thumbnail image. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced. The system was then found to be operating as intended.